Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The article was written by p. Virolainen, j. Mokka, m. Seppänen and k. Mäkelä.

Event description:
Information was received based on review of a journal article titled "up to 10 years follow up of the use of 71 cortical allografts (strut-grafts) for the treatment of periprosthetic fractures" which aimed to evaluate the use of cortical onlay allografts in the treatment of periprosthetic femoral fractures. Cortical allograft struts were used in the treatment of seventy-one (71) patients with periprosthetic fractures between a 10 year period from january 1999 to december 2008. The article reports twenty (20) patient deaths, eight (8) revisions due to infection, one revision due to prosthetic fracture and one cerebral infarction were reported. In conclusion, the use of cortical onlay allografts provides a feasible option for restoring the integrity of the proximal femur in revision tha.

Manufacturer narrative:
(B)(4). This supplemental report is being submitted to address only one event of the article. The following fields have been updated with additional/ updated information. Event description. Patient/ device codes. Report source. Evaluation codes. Manufacturer narrative. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It has been noted that 71 patients were revised due to a periprosthetic fracture: 18 patients had a periprosthetic fracture around the knee implant and 52 around the hip implant and 1 patient in between the hip and knee prosthesis. There has been no further information provided and the patient outcome is unknown.